Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the connector of a rt200 adult dual heated breathing circuit was found cracked during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Corrected data: section b5. A healthcare facility in china reported an issue with the connector of a rt200 adult dual heated ventilator circuit. Upon investigation it was revealed that the temperature probe jacket was cracked. There was no patient involvement. Section h6. Health effect - impact code: 2645. The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 adult dual heated ventilator circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photographs provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the temperature probe jacket was broken and no fault was found with the connector. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. The subject rt200 circuit would have met the required specification at the time of production.

Event description:
A healthcare facility in china reported an issue with the connector of a rt200 adult dual heated ventilator circuit. Upon investigation it was revealed that the temperature probe jacket was cracked. There was no patient involvement.